Event description:
During a surgical procedure on september 28, the blue x-ray detectable [invalid] attached to the lap sponges came off during the surgery, there were 5 lap sponges and all 5 blue [invalid] came off. The surgical team was able to retrieve all parts, the items were removed from the surgical field and sequestered. Dates of use: (B)(6) 2016. Diagnosis or reason for use: below knee amputation.